Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer restarted the information center ix and then experienced subsequent additional reboot events associated with admit/discharge and transfer operations. There was no patient incident.